Event description:
In 2005, the pt contacted lifescan alleging that some of his one touch ultra test strips were "cut funny"; he said a few "had some plastic sticking out"; the pt did not test with these test strips. A few days before contacting lifescan, the pt obtained a result of 80 on the reported meter while feeling shaky and nervous. He contacted his dr and was told to eat a cracker with peanut butter. The customer care rep (ccr) discovered that the pt was not cleaning the puncture area correctly, which can contribute to inaccurate results. The pt told the ccr that he had performed a control solution test; the result of 120 mg/dl fell within the control solution range of 96 to 130 mg/dl. The ccr clarified that the control solution result obtained had passed, as the pt thought the result needed to be 100 mg/dl as pictured in the owner's manual. No products were replaced.